Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed as it had migrated laterally. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had no symptoms as the reservoir gradually migrated within the patient. The new reservoir was put on the opposite side in the space of retzius.